Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guidewire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. Dilatation was performed with a non-bsc balloon catheter and the procedure was completed after placement of a non-bsc stent. No patient complications nor injuries were reported.